Event description:
It was reported that this left ventricular (lv) lead exhibited pacing impedance measurements greater than 2000 ohms. There were no other anomalies noted and an increase in all impedance measurements had been observed. It was discussed that the increase in impedance measurements was likely patient related. Increasing the out of range threshold was discussed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).